Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: investigation findings, investigation conclusions and h11 have been updated. Additions to section h6: type of investigation. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaint of central regurgitation was confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. Severe regurgitation was noted immediately after post-dilation for this event, therefore it is likely that the post-dilation led to the regurgitation. Post-dilation can improve the shape of valve and prevent the paravalvular leak; however, there is a risk of over expand the valve, resulting in central leak. As such, available information suggests that procedural factors (post-dilation) may have contributed to the complaint event; however, a definitive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for the same event. Reference related manufacturer report # 2015691-2026-11091. The investigation is ongoing.

Event description:
As reported by an edwards lifesciences japan affiliate, during a transfemoral tavr (transcatheter aortic valve replacement) procedure with a 26mm sapien 3 ultra resilia valve, a trivial-to-mild paravalvular leak was observed. Immediately following the initial implant, elevated lactate dehydrogenase (ldh) levels were noted with a tendency toward anemia. Approximately 2 months post tavr, a nominal post balloon aortic valvuloplasty (bav) was performed for moderate-to-severe paravalvular leak (pvl) using the 26mm commander delivery system, with no change in the pvl. A second post-bav was performed at nominal +2 ml, resulting in improvement of the pvl to mild-to-moderate. Immediately afterward, the diastolic pressure dropped to around 18mmhg and echocardiography confirmed severe transvalvular aortic regurgitation, leading to an emergency tav-in-tav (transcatheter aortic valve). An additional 26 mm sapien 3 ultra resilia valve was implanted at nominal +1 ml, which resulted in blood pressure recovery. Due to recoil, another post-dilation with the same volume (nominal +1 ml) was performed. Although mild pvl remained, the procedure was completed.